Event description:
The customer reported that he was hospitalized for high blood pressure, dehydration and high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the daily totals did not add up correctly. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.